Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer&#38112;blood glucose level was not impacted. Reportedly, the customer declined troubleshooting with tandem's technical support as the customer changed the cartridge prior to calling.